Manufacturer narrative:
The exact date is unknown, they first found out about 3-4 weeks ago. Making the incident around end of march beginning of may. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The patient is unhappy with the outcome as they complained of blurry vision and halos. The incident was reported to the doctor around 3-4 weeks ago, making the incident date around end of march beginning of may. During the implant of the iol there were no complications such as capsule tear, vitrectomy sutures or medication outside the standard of care. The explanted iol was replaced with another jnj lens model dxr00v 23.0 diopter and there were no complications. The patient is doing well. The suspect iol is not available for return as it was discarded. No further information was provided.